Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic radical resection of lung cancer, while detaching the lung parenchyma, some staples did not form. The staple line was also incomplete distally. The staple line was sutured manually to fix the issue. Another device was used to complete the case.